Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: patient - added fall code in addition to fracture code, as patient's bone had fractured due to a fall. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Insufficient information provided. Unable to perform a compatibility check. Additional information does not change the root cause of previous investigation. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The periprosthetic fracture was noted to be from a fall, however, no medical records or reports were received to confirm. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial elbow procedure on an unknown date. Subsequently, the patient was revised approximately six (6) months ago due to a periprosthetic fracture from a fall. Patient was revised to a distal humeral replacement. Attempts have been made and no further information has been provided.